Manufacturer narrative:
It was reported that the syringe within the pack "has a "neck", meaning that it has extra space that allows for bubbles if not careful." The customer reported that they had "several cases where an air bubble was sent down the coronary artery", and "in one procedure, the air bubble did not dissipate and was still present at the end of the case". The customer reported there were no complications during or after the procedures as a result of the air bubble. The customer did not report any serious injury or medical intervention as a result of the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe within the pack "has a "neck", meaning that it has extra space that allows for bubbles if not careful." The customer reported that they had "several cases where an air bubble was sent down the coronary artery", and "in one procedure, the air bubble did not dissipate and was still present at the end of the case".